Event description:
Pt was on table for a procedure, when the control arm that moves the intensifier caused the table to tilt down. This happened multiple times during set-up and the procedure. Rptr states that if someone was not next to pt, they may have slipped off of the table. The control handle was replaced. No adverse pt consequence occurred.